Event description:
A PICC line was discovered to be leaking at the junction where the tubing from the blue port meets the white molded wingset. Attempts to insert the same type PICC line were unsuccessful, and a femoral line was inserted instead.manufacturer response (as per reporter) for PICC 18 ga, 3.5 fr, 60cm dual-lumen catheter, dual-cath catheter:unknown. Other clinical personnel contacted MFR. Representative. Mailer has been received. Product has yet to be delivered to them.

Event description:
A PICC line was discovered to be leaking at the junction where the tubing from the blue port meets the white molded wingset. Attempts to insert the same type PICC line were unsuccessful, and a femoral line was inserted instead.manufacturer response (as per reporter) for PICC 18 ga, 3.5 fr, 60cm dual-lumen catheter, dual-cath catheter:unknown. Other clinical personnel contacted MFR. Representative. Mailer has been received. Product has yet to be delivered to them.